Event description:
It was reported that the patient had an artificial urinary sphincter implanted following a sling procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.